Manufacturer narrative:
A field service engineer was dispatched on 10/19/2015. The fse ordered a large syringe and replaced large syringe. The fse primed entire flow path and cleaned and lubricated the analyzer. The fse calibrated, ran qc (quality control and performed a precision check all within specification range. The customer resumed operations. The g7 analyzer was functioning as intended with all errors cleared. No further action required from field service. The most probable cause of the reported event was the syringe unit a defective large syringe. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported missing peaks on one large peak on prime samples with the g7 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.